Event description:
It was reported that the two right ventricular (rv) leads had low impedances which may be due to the two subcutaneous leads being so close to each other. The low impedances are not valid data for optivol analysis and therefore the optivol data did not display. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three patient alerts for out of tolerance subthreshold lead impedance between (B)(4) 2011. Weekly hv-lead impedance trend data shows low impedance decrease for max and min defib active can off impedance and max and min svcdefib impedance = 41 to 18 ohms minimum range between (B)(4) 2011.